Event description:
Patient underwent catarac surgery on 12/16/1998, and implantation of a staar model aq-2010v intraocular lens in the right eye. During the insertion process, the surgeon noticed the lens was torn, due to a loading error. The surgeon said he should have enlarged the incision to remove the torn lens, but instead he decided to cut the lens and remove it through the same incision site. That's when a piece of the lens caught onto the posterior capsule and tore it. An anterior vitrectomy was done and another lens was implanted. During the postop period the patient had cystoid macula edema (cme). Preop vacc was 20/50 and pressure was 11 mm. Seven-months post op va was 20/25 and pressure was normal. Cme was resolved and the patient was tapered off the medications (pred forte). Prognosis is good.